Manufacturer narrative:
Correction: during follow up, it was clarified that the titanium adapter was not replaced. Based on additional information received, the titanium adapter was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code:(B)(6). D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set became disconnected from the titanium adapter. The event occurred during an unspecified process step of peritoneal dialysis therapy. There was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.